Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become stuck in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented incorrectly upon return. Inadequate viscoelastic was observed in the device. Viscoelastic was only observed on/at the area of the stuck lens and a small amount in the tip of the nozzle. The plunger and lens were advanced just inside the nozzle entry area. The plunger was advanced just slightly over the trailing edge of the optic. The leading haptic was extended towards the nozzle tip, which may have been interpreted as the reported "haptic out first and folded" complaint. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. Lens was returned stuck in the device. The root cause may be related to a failure to follow the IFU( instructions for use). Inadequate viscoelastic was observed in the device. Viscoelastic was only observed on/at the area of the stuck lens and a small amount in the tip of the nozzle. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol (intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. A straight leading haptic was observed, which may have been interpreted as the reported "haptic out first and folded" complaint. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of jammed injector, haptic out first and folded. There was no patient contact. There was no patient harm.